Event description:
It was reported that during pacing of the right ventricle, as the physician changed position of the catheter, he felt the catheter go through the cardiac muscle. Echocardiography confirmed cardiac tamponade. The physician performed drainage to the patient immediately. The patient reportedly in stable condition. The physician states that the believes the event was caused by user error and not by a catheter problem.